Event description:
Boston scientific was notified that the balloon couldn't inflate because there were two pinholes on the balloon. When the priming was performed, these pinholes weren't found, and the injection volume was found to be within the normal volume.